Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
This device was explanted and replaced because the battery was at 17 percent and the physician wanting to prevent another procedure in the near future. Battery was low due to 110 inappropriate shocks and noise from rv lead failure. Should additional information become available, this file will be updated.